Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5171074.

Event description:
Subsequent to the initial MDR, additional information was received on 6/13/2025. A voluntary medwatch report was received.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.